Event description:
A spontaneous email was received following a spontaneous call to (B)(6), (B)(6) notified the pharmacy. The pt called me this morning to describe a pump error. He said that his pump read "cartridge low" when it shouldn't have read that yet. He also stated that it ran out of battery when he had just changed the battery. The same pump also has a crack in the glass where you look to see the cartridge syringe. The pump has a serial number of (B)(4). Dose or amount: 1.5ng/kg/min, frequency: continuous, route: subcutaneous. Dates of use: from "(B)(6) 2018" to continues. Diagnosis or reason for use: pah.